Event description:
A report was received that the patient was experiencing burning sensation while charging the ipg. No device malfunction was suspected. The patient underwent a battery replacement procedure and was reportedly doing well postoperatively.